Event description:
During a neurovascular procedure, the enterprise stent was removed together with the (mc) microcatheter during the attempt to detach the stent. The devices were changed to use other mc and stent to complete the procedure. The devices will be returned for eval.

Manufacturer narrative:
The aneurysm sac and neck measure 4.5mm, parent vessel size (distal 3 mm/proximal 3.5mm. All the products were new, and all the products were prep per (IFU) instruction for use. The user was trained to use the device. A constant and dedicated flush was maintained at all times through the microcatheter. The microcatheter was not re-shaped. During delivery, the microcatheter was passed distal to the aneurysm neck, then, the microcatheter was withdrawn slowly while pinning/maintaining the enterprise delivery system in place. During the stent detachment, constant fluoroscopy was conducted. Control was not lost with the enterprise system or microcatheter during detachment. The stent did not pass the point of recapturability, and the stent was not recaptured at any time. No extra force was used to recapture the stent. Constant fluoroscopy was performed during deployment and recapturing of the stent. After removal, no damages were noted on the enterprise stent or microcatheter. The stent was not outside the microcatheter. Prior to shipping, no other damages were noted on the enterprise (unraveled/stretched, stent damage or detached), delivery system or microcatheter. No further info was available. Additional info will be submitted within 30 days of receipt.